Event description:
It was reported that twenty days post dialysis catheter placement, the catheter got expelled out with cuffs appeared papery with no fibrosis. It was further reported that the catheter allegedly got slipped itself and spontaneously came out from patient's skin. Reportedly, catheter was removed and replacement was planned. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 05/2024.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. Under microscopic observation, what appeared to be fiber disturbance was noted throughout the matted tissue cuff and the tissue cuff did not move freely throughout the catheter. In addition to the returned physical sample, one electronic photo was provided for review. The photo shows one glidepath dialysis catheter implanted in a patient body and the tissue cuff was noted to be moved from the catheter insertion site. Therefore, the investigation is confirmed for the reported catheter expulsion and loosening of implant issues as the cuff was noted to be moved out from the insertion site. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty days post dialysis catheter placement, the catheter got expelled out with cuffs appeared papery with no fibrosis. It was further reported that the catheter allegedly got slipped itself and spontaneously came out from patient's skin. Reportedly, catheter was removed. There was no reported patient injury.